Event description:
The customer reported intermittently getting black and white artifacts. He explained an image was taken but the exposure was not successful. This would result in re-exposure to obtain an image.

Manufacturer narrative:
Gender information was not provided. (B)(4): the problem unable to duplicate. Then as a precaution, ref pcb was replaced as per sidr-11-004. The calibration test and self test were performed. (B)(4).